Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a crustaceous transitional coronary angioplasty treatment procedure, slipping of the balloon occurred. The physician prepped the 15mm x 3.0mm maverick 2 monorail balloon for precipitation of the target lesion located in the proximal left anterior descending first diagonal. The balloon was able to cross the target lesion, but the physician noticed that the balloon slipped at the proximal end of the lesion upon inflating to 6atms. After inflating and deflating several times, the physician found the same difficulty of balloon slipping at the proximal end of the lesion. The lesion morphology was neither calcified nor was it tortuous. The maverick 2 monorail was removed intact and the procedure was completed with another balloon device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
The complaint device was returned for analysis and visual examination of the entire device identified no issues. The balloon was tightly wrapped around the shaft and there were no kinks noted along the entire length of the hypotube. A 0.015inch size mandrel was inserted through the tip and wire lumen with no resistance noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a crustaceous transitional coronary angioplasty treatment procedure, slipping of the balloon occurred. The physician prepped the 15mm x 3.0mm maverick 2 monorail balloon for precipitation of the target lesion located in the proximal left anterior descending first diagonal. The balloon was able to cross the target lesion, but the physician noticed that the balloon slipped at the proximal end of the lesion upon inflating to 6atms. After inflating and deflating several times, the physician found the same difficulty of balloon slipping at the proximal end of the lesion. The lesion morphology was neither calcified nor was it tortuous. The maverick 2 monorail was removed intact and the procedure was completed with another balloon device. No patient complications were reported and the patient's status is stable.